Event description:
Pt complains of severe joint/muscle pain, stiffness, fatigue, memory loss, sleep problems, swollen lymph nodes in neck, depression, headaches, migraines, acne on chest, stomach and back.